Event description:
This is a patient who has a medtronic lead implanted in 2005. The lead impedances have abnormally risen consistent with an impending ICD lead fracture. The patient alerts were activated and because he is pacer dependent he underwent a lead revision urgently. He tolerated the procedure well, suffered no complications and was discharged home on post op day #1.